Event description:
A malfunction alarm with code malf 16 was reported, and it was noted that the fault ID was available but the malfunction code was not resettable. There was no adverse impact to the customer's blood glucose level, as it measured 6.3 mmol/l. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer to use multiple daily injections (mdi) as a backup therapy method. The customer was also guided on how to put the pump into storage mode and acknowledged instructions to return the faulty pump using a pre-paid label within ten days.